Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. Blood glucose was not impacted. Reportedly, the customer successfully loads an old cartridge onto the pump. The customer then removes the old cartridge and attaches a new filled cartridge. Tandem technical support educated customer regarding cartridge load process. Reportedly, the customer continued using the pump for insulin therapy.